Event description:
Reporter indicated that pt had developed an infection requiring hospitalization and IV antibiotics. The infection was located at the pulse generator pocket. The infection has reportedly resolved.